Manufacturer narrative:
This report is submitted february 25, 2021.

Manufacturer narrative:
This report is submitted on december 15, 2020.

Event description:
Per the clinic, the patient experienced an extrusion of the electrode. The device was explanted on (B)(6) 2020. The patient was reimplanted with a new device during the same surgery.